Event description:
The company was informed that the pt's internal device was explanted due to recurring infections and swelling. In addition, it was also reported that the pt has undergone multiple revision surgeries due to the migration of the device. Advanced bionics is currently in the process of gathering more information, when more information becomes available, a supplemental report will be submitted.